Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box showed multiple occlusion associated with high force. The black box showed an occlusion alarm on (B)(6) 2015 at 02:42 and deliveries resumed at 07:09. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence with no alarms occurring. The pump was exercised for 24 hours with no issues or alarms occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The force sensor calibration was found to be within required specifications. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was at 600 mg/dl with chest pain, nausea, polyuria, and polydipsia. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustment to the pump settings. It was reported that the pump alarmed for occlusion multiple times. Reportedly, the issue persisted with infusion tubing and cartridge changes. The reporter noted that the tubing and cartridge can be primed manually. Troubleshooting was unable the resolve the reported issue. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an occlusion issue of unknown causes.